Event description:
Device malfunction: none. Symptoms/ae: hematoma, stroke. Time of ae: after the procedure. It was reported that post a difficult left internal/common carotid artery stenting procedure, where the vessels were severely tortuous, the patient developed a hematoma in the left neck area. After the procedure, the patient was taken to surgery where it was noted that there was bleeding coming from a vessel arising from the distal external carotid. The hematoma was evacuated and the bleeding was stopped. The patient was given 2 units of packed red blood cells. That evening, the patient was noted to have left-sided weakness which was improving by the next day, but not resolved. A cta of the head showed a subacute infarct of the left caudate head. The stroke was treated with physical and occupational therapy. Fourteen days postprocedure, the patient was discharged back to the nursing home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. There was no device malfunction reported. Stroke and hematoma are known possible adverse events associated with the use of the device, as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities with this lot number.